Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation and the customer reported issue was confirmed. The cause was determined to be incorrect assembly. A batch review was performed on the reported lot and no deviations were noted. Similar reports have been received for the reported condition. The corrective and preventive action is being taken through (B)(4).

Event description:
The customer reported to baxter (B)(4) a basic solution set in which the roller clamp was upside down. The condition was identified before use and there was no patient involvement. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.